Manufacturer narrative:
Patient identifier and weight are unknown. Insufficient roll-off. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00236 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, a 2cm renal mass situated in the inter-polar region of the left kidney was to be ablated. After introducing the electrode, a hematoma developed. It is not known if intervention was required to treat the hematoma. A second introducer was placed to improve the line of vision. The electrode was then successfully placed and the ablation began following the standard 3cm algorithm. The ablation was performed by administering two 15 minutes rounds of treatment. At the conclusion of the second treatment, roll-off had not been achieved so a CT scan was performed. However, there was no visible confirmation that the ablation had been successful. The physician indicated that there was no characteristic umbrella shape burn and no sign that the lesion had been affected. The account reported that the equipment appeared visually sound. Additionally, the physician indicated that the lesion was highly perfused with a good supply of blood. The patient's condition at the conclusion of the procedure was reported as being okay.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00236 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure. According to the complainant, a 2cm renal mass situated in the inter-polar region of the left kidney was to be ablated. After introducing the electrode, a hematoma developed. It is not known if intervention was required to treat the hematoma. A second introducer was placed to improve the line of vision. The electrode was then successfully placed and the ablation began following the standard 3cm algorithm. The ablation was performed by administering two 15 minutes rounds of treatment. At the conclusion of the second treatment, roll-off had not been achieved so a CT scan was performed. However, there was no visible confirmation that the ablation had been successful. The physician indicated that there was no characteristic umbrella shape burn and no sign that the lesion had been affected. The account reported that the equipment appeared visually sound. Additionally, the physician indicated that the lesion was highly perfused with a good supply of blood. The patient's condition at the conclusion of the procedure was reported as being okay.